Event description:
It was reported that the pump experienced a malfunction. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support to reset the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support again if the issue reappeared.